Event description:
The pt received an ncb plate for femur, left side, with 9 holes on an unk date. At an unidentified date, the plate broke and the pt underwent revision surgery (exact date not reported). No other documents were received apart from this complaint.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot number of the affected device has been received, and the device history records were reviewed and found to be conforming. The cause of the reported cannot be ascertained from the info provided. Once more info is received or the product is returned for investigation, and updated report will be submitted. (B)(4).